Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR" error message was confirmed during functional testing and archive data review. The root cause of the error message was due to the brake gap out-of-specification in which is likely attributed to normal wear and tear. The autopulse platform was manufactured in august 2013 and is more than 8 years old, well past its expected serviceable life of 5 years. There was no physical damage observed on the returned autopulse platform during the visual inspection. During initial functional testing, the returned autopulse platform displayed a "system error, out of service, revert to manual CPR" error message, thus confirming the reported complaint. The ap vision 3 software was used to clear the system error message. During the archive data review, a system error 139 (unable to hold compression position) message was noted on 05/27/2021, the last platform power on day, thus confirming the reported complaint. System error 139 was generated if a platform cannot give optimum CPR, the platform stopped compression as intended if it can't provide optimum CPR. The motor brake gap inspection test revealed that the drive train motor brake gap was out-of-specification, which caused system error 139. The brake gap was adjusted to the manufacturing specifications to remedy the error message. Further review of the archive data showed the occurrence of user advisory (ua) 02 (compression tracking error) error message on 05/27/20. This error message is not related to the reported complaint and was cleared by the user. User advisory (ua) 02 is an indication that the platform has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. During further functional testing noted intermittent functionality of the platform's on/off button, likely due to the normal wear and tear, unrelated to the reported complaint. The power button was replaced to remedy the fault. A load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Following the service repair, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with a serial number (B)(4).

Event description:
During the shift check, the autopulse platform (sn (B)(4)) displayed a "system error, out of service, revert to manual CPR" error message. No patient involvement.